Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 6f non-boston scientific sheath was inserted from the right femoral, and a 0.014 inch non-bsc guidewire crossed the lesion. Pre-inflation was then performed with a 2mm x 2cm coyote balloon catheter. Thereafter, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem. A 7mm x 8cm eluvia stent was then implanted and post inflation was performed with 7mm x 4cm non-bsc balloon catheter, and the procedure was completed as good inflation was obtained. No patient complications nor injuries were reported. The patient was in good condition after the procedure.